Event description:
It was reported that the balloon ruptured. No pt effects were reported. This event was initially reported as a failure to cross. The returned device analysis noted a balloon rupture. Additional info received with the device stated that the balloon ruptured.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.